Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer experienced high blood glucose levels. She was unable to get her blood glucose level down. Her blood glucose level was 420 mg/dl. The customer had issues with the infusion sets. The device was not returned.